Manufacturer narrative:
The customer reported that the AED had displayed a service code warning for battery voltage (mv) which may be resulting from cycles of incomplete self-tests, due to a depleting battery. Communcation with the customer found that they had tried 2 battery packss before calling customer service. The battery pack in question reportedly gave a "replace bp now" warning. The customer replaced the battery in question with a back-up battery pack and was able to clear the service code; the AED is ok to remain in service. The maintenance schedule is reported as quarterly. Advised the customer to purchase new battery pack and instructed on proper maintenance. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED had displayed a service code warning for battery voltage (mv) . The customer had tried 2 battery packs before calling customer service. The battery pack in question gave a "replace bp now" warning. The reported event did not occur during patient use.